Event description:
Patient reports, since wearing the retainers. The bottom gums have continued to recede further. Experiencing immense pain (level 9), swelling and bleeding. Had to stop wearing the retainers. And now they don't fit. And gums aren't getting better. The dentist recommended not to wear them, due to the receding and pain. The dentist input: noted, that the aligners seem to be helping the tmj (temporomandibular joint) and soreness. And can still wear the retainers, but ultimately up to the patient to stop wearing them and contact dentist as needed.

Manufacturer narrative:
There has been a previous report received, where this malfunction resulted in a serious injury. Therefore, it must be presumed, that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable, per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.